Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri 3 years following explant. The patient is 0% paced and has received about 20 shocks over the device's lifetime. The device has not met longevity expectations.